Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in spec.

Event description:
In this event it was reported that a xive s plus implant that was placed in a pt on (B)(6) 2013, seems to have been positioned too close to the mandibular nerve. The resulting pressure on the nerve led to paraesthesia. Consequently, the implant was removed two days after insertion. The dentist reported that during a f/u visit on (B)(6) 2013, the symptoms did not yet show any improvement. However, the recovery of a traumatized nerve can take six months or longer.